Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021.

Event description:
The customer reported that the unit is not running on ac power. It's running on internal battery. The customer contacted product support and found good power to the power supply, no power out. Product support provided parts ID for the power supply. The customer reported that the unit was not in use on a patient. Per biomed, the unit was not in use on a patient. No delay reported. The customer ordered a power supply to address the reported issue.